Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced headaches during their spinal cord stimulation trial phase as a result of a cerebrospinal fluid leak. The physician ended the trial prior to the planned end date. The patient is doing well post-operatively. The leads were discarded and will not be returned for analysis.